Manufacturer narrative:
(B)(4). The explanted s-ICD will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) complained of pocket pain. It was discovered that the s-ICD had migrated from its original implanted position. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. No actions were needed with the electrode and it remains implanted and in service with the new device.